Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went into safety mode. Boston scientific technical services (ts) recommended device replacement. At this time, the crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the device. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that pacing therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went into safety mode. Boston scientific technical services (ts) recommended device replacement. At this time, the crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went into safety mode. Boston scientific technical services (ts) recommended device replacement. At this time, the crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated the crt-p was explanted and replaced. No additional adverse patient effects were reported.